Event description:
Olympus was informed that during a therapeutic polypectomy procedure, the users did not deploy the device correctly, and the polyloop device reportedly cut through the patient's polyp and the patient began to bleed. The users were able to stop the bleeding by deploying a hemostasis clip and the procedure was said to have been completed. There was no patient harm reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that the reported phenomenon occurred during a polypectomy procedure in which a pentax endoscope was said to have been used in conjunction with the reference device. The user facility reported not being aware of the correct sequence of steps in order to properly deploy the device. The local sales representative has provided training regarding the appropriate use of the device. The device referenced in this report was returned to olympus for evaluation with four unused devices. The one used device was returned in a biohazard bag which limited the evaluation to inspection only. The evaluation found no anomalies in the handle, slider region, working length, and the loop wire. All five devices were returned to the original equipment manufacturer for further evaluation. If additional significant information becomes available, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.